Event description:
A male pt attended a scheduled visit where he reported he had experienced a red eye since earlier that morning. Slit lamp examination revealed a distinct oval infiltrate with overlying staining, 2mm in diameter, located near the limbus of the right eye at the 5 o'clock position. An infectious corneal ulcer was suspected and the pt was referred to an ophthalmologist. Diagnosis confirmed, prescribed dexagentamicin. Event resolved with resumption of contact lens wear. No further info has been provided.

Manufacturer narrative:
The report was reviewed by the ciba vision medical monitor with the following conclusion: "this case is considered as a possible infectious corneal ulcer." As there was no product provided, no detailed investigation can be performed. A review of the mfg records is underway. If any abnormality is determined, a follow up report will be provided.